Event description:
The customer reported corrosion at the distal tip involving an olympus ureteroreno fiberscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The date of the event is unknown. If additional information is provided a supplemental emdr will be submitted.